Manufacturer narrative:
This report is submitted on 17 january 2020.

Event description:
Per the clinic, it was reported that the patient has a history of infection and skin flap revision surgery to reduce flap tissue and reduce bone regrowth under the implant body (dates of surgeries not reported).